Event description:
It was reported that the micl12.6 implantable collamer lens flipped afer it was inserted and tore when the surgeon removed the lens. There was no injury to the patient and the back up lens was implanted.

Manufacturer narrative:
(B)(4). Method - lens work order search. Results - visual inspection of the returned lens showed the lens was returned in liquid and a piece of a haptic was torn off and missing. A lens work order search was performed and there were no similar complaints found. (B)(4).